Event description:
It was reported the customer was hospitalized for low blood sugar. Customer stated that he was not connected to the pump at the time the boluses were programmed into the insulin pump.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.